Manufacturer narrative:
Review of radiographic ap and lateral view of the cervical spine showed atlantis plate traversing c4, c5, c6, c7. The provided images are of insufficient quality to make any clear conclusions. Screws appear to have been placed centrally at c5 and c6 into holes in the plate not designed for this purpose. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent an anterior cervical fusion c6-c7. Two weeks post op, the patient reported severe neck pain. After x-rays, it was determined that the screws and plate had migrated. The patient underwent a revision surgery to remove the hardware.